Event description:
Customer reported a heparin drip was started at approx 0800 running at 18 units/kg/hour or 19.4 ml/hour. Settings were verified at the pump by a second rn. No bolus was given at initiation. At 1100, the nurse entered the room and found the 500 ml heparin bag empty, with no changes to infusion during that time period. The infusion was stopped immediately and doctors were notified. Cbc and ptt were drawn at that time. Pt was given a protamine to correct ptt. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The event logs have been received; however, we are still waiting to receive the customer's dataset that was in use at the time of the event. A follow up report will be submitted once the investigation has been completed. No devices received, log review only.